Manufacturer narrative:
Investigation: the following allegations have been investigated: fracture, organ/vena cava (vc) perforation, tilt, back pain, loss of consortium/inability to experience vaginal penetration, anxiety, weight gain, limited exercise. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported back pain, loss of consortium/inability to experience vaginal penetration, anxiety, weight gain, and limited exercise are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 due to pulmonary embolism (pe). The patient alleges tilt, vena cava perforation, fracture, penetration of psoas muscle, l2-l3 vertebral disc issues, psoas penetration, and transverse duodenum penetration. The patient further alleges constant back pain, loss of consortium/inability to experience vaginal penetration, anxiety, avoidance of abdominal exercise result in weakened abdominal and back muscles, significant weight gain, and limited exercise. Medications: armour thyroid (2017-2020), synthroid (2020-present), lovenox ((B)(6) 2014-(B)(6)2014) (B)(6) 2019, per a report from computed tomography; ¿findings: CT abdomen: ivc filter in place. The tip of the filter may extend outside of the vena cava on series 2. The tip is tilted approximately 10 degree leftward in the sagittal plane and approximately 5-10 degrees anteriorly in the sagittal plane. A 7 o-clock strut appears to be fractured with 5mm penetration of the wall to abut the right psoas muscle. Multiple other struts penetrate the wall, the greatest at 9 o-clock which extends 8.0mm to project over the transverse duodenum. A 6 o¿clock strut extends 7.2mm through the wall to abut the right inferior l2 vertebral body. A 3 o¿clock strut extends 12.1mm through the wall to abut the l2-3 disc space. A 12 o¿clock strut penetrates the wall 3.1mm to abut transverse duodenum. No migration of the filter.¿

Manufacturer narrative:
Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.